Manufacturer narrative:
Evaluation summary: the reported event that the fixation pin broke during surgery, could be confirmed. During the visual investigation it was determined that the screw with stop bar was separated from the expanding sleeve by force. During the forced separation, high torsional forces in screw out direction were applied and thereby the stop bar of the screw collided with the stop pin. Due to the collision and friction, the stop pin was plastically deformed (bent) in screw out direction due to high bending forces. As consequence of the collision the stop bar of the screw, counterpart of the stop pin, was also heavily plastically deformed and metal fragments broke off. It was determined that the laser welding seam between the stop pin and expanding sleeve was correctly manufactured. No damage is visible. Based on the investigation, the root cause of the reported event was attributed to a user related issue. Because of high torsional and bending forces during application, the stop bar of the expanding sleeve and the stop pin were heavily plastically deformed, which led to a separation of the screw with stop bar from the expanding sleeve. No indications of material or manufacturing related issues could be found during the investigation. Therefore no preventive and/or corrective action is required at this time.

Event description:
According to the sr, during surgery, it was difficult that the fixation pin was attached to the plate through the aiming block. The fixation pin was damaged at that time.

Event description:
According to the sr, during surgery, it was difficult that the fixation pin was attached to the plate through the aiming block. The fixation pin was damaged at that time.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.